Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and a mask/pipeline issue. The fse reset the mask port and reconnected the pipeline. The unit passed verification testing and the device was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that pressure detection tube alarm occurred. There was no patient involvement.